Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2024. It was reported that the patient experienced a skin reaction which occurred one day after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed bumps under the sensor patch area. The patient mentioned she is blind, and she could not see what was on her skin. On (B)(6)2024, the patient went to the emergency department because the reaction area felt like shingles, and she had pain in the area. The patient was discharged home the same day with a prescription for oral pain medication (tramadol unspecified dosage). On (B)(6)2024, tech support followed up and called the patient to verify her condition. The patient confirmed the wound had already healed and she was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.